Manufacturer narrative:
A getinge field service engineer (fse) upon inspection unit was able to complete an autofill. Unit was set to run for 1 hour successfully. Unit functioned with ECG simulator and was able to augment with multiple triggers set. Unable to replicate error. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported prior to use that the cs300 intra-aortic balloon pump (iabp) was not inflating. No patient was involved.